Event description:
Supplemental report is being submitted due to the completion of the investigation on 11-mar-2025.

Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of lot c2347341 of echo-hd-22-ebus-o-c device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(6). Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0109) image review an image was not returned for evaluation. Root cause analysis a definitive root cause could be attributed to user error as the stylet should not be partially (or fully) removed prior to advancement of the needle into intended targeted site. As per engineering feedback a potential root cause for the complaint issue would be the stylet being partially removed which could have led to damage to the tip of the needle (this would not be easily visible), which in turn could have led to damage to the sheath tip which ultimately could have caused the damage to the scope working channel. It can also be noted in the complaint description that the procedural team were unfamiliar with the cook product and this may also have contributed to the complaint issue. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event ebus scope from the hospital was broken during the ebus-fnb procedure with cook's ebus needle for unknown reasons. I guess ebus needle system's hard sheath or needle would injury the working channel of the ebus scope during the procedure since the procedural team and operating physician are experts in the ebus-fba/fnb procedure and the procedural team was very cautious to conduct the procedure with cook's product in order not to damage the ebus scope due to the team's unfamiliarity with the cook's product. Moreover, the cook sales team provided a thorough explanation of the product features. Additional questions 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end(proximal end) or patient end (distal end))? N/a, handle end, patient end? A. This case has nothing to do with a kink, bend or break in the ebus needle. It has something to do with ebus scope damage by the ebus needle. 2. Was gaining access to the target site difficult? A. It was a normal case to access the central airway of the trachea. 3. Was puncture of the targeted site difficult? A. It was easy to puncture the targeted site. 4. What is the scope manufacturer and model number that was used? A. It is the olympus ebus scope that is widely used in the market. The specific model no is unknown. 5. Was the scope recently service/repaired? A. Yes, the scope was serviced several months ago. 6. Was force required on insertion of device into scope? A. No. 7. Was resistance felt while inserting the device through the scope? N/a, yes, no a. No. 8. Was the device used in a tortuous position? A. No. The procedural team accessed the straight position that was in the central airway. 9. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? A. The procedural team noticed that the ebus scope was damaged during the procedure, but the team doesn¿t know when the scope was injured. 10. Was the endoscope in a flexed or twisted position at any time during the procedure? A. The procedural team kept the scope straight when the operator punctured the site. 11. Was the stylet partially removed when advancing the needle into the target site? A. Yes. 12. Was difficulty experienced while retracting the needle? A. No. 13. Was it possible to be fully retract before removing the needle from the patient? A. Yes. 14. How many samples were obtained (passes completed) with this needle? A. 3-4 samples. 15. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? A. No. It wasn¿t. The scope was kept straight except for a few times of inserting the scope into the trachea. In particular, when the needle was advanced, withdrawn into the scope and during puncture.